Event description:
Pt felt ill and experienced nausea and vomiting on friday. She had changed her infusion site and her cartridge on thursday. She went to the hosp on saturday and was admitted for diabetic ketoacidosis. While in the hosp she was given an intravenous insulin drip. She was then able to control her blood glucose with her backup pump and a new cartridge, infusion set and piston rod. Testing was not able to find an infection or other reason to explain her condition.